Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they were experiencing high blood glucose. High blood glucose level at the time of the incident was 400 mg/dl. Customer stated they were having lows and highs and declined to troubleshoot for issues reported. Customer treated high blood glucose with a bolus correction and treated low blood glucose by eating something with sugar for low blood glucose of 60 mg/dl. The insulin pump will not be returned for analysis.